Manufacturer narrative:
(B)(4). Fisher and paykel healthcare (f&p) are currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility reported on behalf of another healthcare facility in (B)(6) that the manometer needle of a rd900 neopuff infant resuscitator was pressed against the face of the pressure gauge and was stuck. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Manufacturer narrative:
(B)(4). Method: the subject manometer as part of the rd900 neopuff infant resuscitator was received at fisher & paykel healthcare (f&p) new zealand, where it was visually inspected and performance tested. Our investigation is based on our evaluation of the subject device, information provided by the healthcare facility, previous investigations of similar complaints, and our knowledge of the product. Results: visual inspection observed no damage to the manometer. The display was observed to be tilted at an angle on the left. The manometer screws were tight and the manometer needle was stuck at 19cmh2o. When adjusting the manometer to be performance tested, the display went back to its original position and the manometer passed the functional tests. Conclusion: we are unable to determine the exact cause of the reported event. However, the tilted manometer display caused the needle to be stuck on the display. This is most likely due to the manometer being dropped, causing the tilted display. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". As mentioned, the neopuff technical manual states the following: - dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the requirements at the time of production.

Event description:
A healthcare facility reported on behalf of another healthcare facility in wisconsin that the manometer needle of a rd900 neopuff infant resuscitator was pressed against the face of the pressure gauge and was stuck. There was no patient involvement as the issue was found whilst the device was not in use on a patient.